Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the patient¿s spinal segment of her catheter was replaced. The patient was doing well and her pain was under control. The cause of the catheter backing out of the intrathecal space was unknown.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving a dose of 1.5mg/day at a concentration of 10mg/ml of morphine via an implantable infusion pump for non-malignant pain. It was reported that about a week ago in (B)(6) 2016 the patient had a catheter revision and a new intrathecal segment of catheter was implanted. The rest of the catheter was not cleared of drug. One week ago the patient complained of increased pain and the healthcare professional (hcp) did a catheter access port (cap) study with difficulty seeing the catheter. During the revision it was seen that the intrathecal segment of the catheter had migrated out of the intrathecal (it) space and coiled up. The issue was diagnoses through imaging (MRI, CT scan).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.